Event description:
The customer reported measurements on the rad-g "stopped working." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). H3 other text : device not returned.

Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. The device was able to obtain measurements when tested with a lab tester. All alarm conditions were audible and visual. No product performance issues related to spo2 and pulse rate measurements were identified. The device was determined to be functioning as designed masimo initiated a recall for this device and notified us FDA on 02/15/2024. The recall number is z-1538-2024.

Event description:
The customer reported measurements on the rad-g "stopped working." There was no patient impact or consequence reported.